Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Returned inside a ziploc bag. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that a 13.7mm tmicl13.7, -10.5/4.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem.